Event description:
It was reported, that the patient presented for a follow-up in clinic. It was noted, that the right ventricular (rv) lead was sensing noise. The patient was asymptomatic. The rv lead was capped. And a new rv lead was successfully implanted on (B)(6) 2023. The patient was stable throughout the procedure.